Event description:
It was reported the device had a missing component. No patient injury reported.

Manufacturer narrative:
Other text: seven (7) samples were returned for evaluation. The returned samples was visually inspected; four (4) of the seven (7) samples were missing male luer lock caps. The failure mode reported was confirmed. No other analysis was performed. The root cause was failure to follow the assembly method procedure. An awareness notification was made to production personnel to explain the importance to adherence or following in the procedure and operation by a quality engineer on 21-sep-2021. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.